Event description:
It was reported the device did not seal. A left atrial appendage closure (LAAC) procedure was performed on (b)(6)2026 and a 24mm WATCHMAN FLX Pro LAA Closure Device and Delivery System was implanted. At a routine follow up appointment transesophageal imaging (TEE) showed a leak. The size of the leak is unknown because the physician was unable to access the vena contra size on the TEE. There was no intervention completed, but the patient will return for computed tomography (CT) imaging in (b)(6) of 2026 to follow up on the leak.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.